Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was in the 400-500 mg/dl range. The customer disconnected from the pump. The contact helped the customer correct the bg level with insulin pen injections. The customer declined to complete the system check with tandem technical support.